Event description:
It is alleged that "[pt] received a cook filter on (B)(6) 2008. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."